Event description:
An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2024. On site, it was observed that some reprocessing steps were not done per instructions in deviation of the instructions for use (IFU) for the pcf-h180al. Ess completed a repair reduction observation for the customer and observed post-procedure set-up, procedural use, bedside precleaning, and an observation in the decontamination room as well, where it was observed leak testing was not done at this time for multiple endoscopes, and manual cleaning was done but incomplete. Ess advised the customer of the maj-855, instructions per use. This should be reprocessed after each use; follow the endoscope in the decontamination room for proper cleaning and disinfecting. Customer has a third-party aer, instructed to follow instructions per that manufacturer. If manufacturer is not validated to high-level disfect the maj-855, manual high-level disinfection should be performed. Referred customer to compatibility chart in the IFU. There was no reported patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we consider that there was difference in handling/reprocessing steps of the subject device between the user understanding and olympus recommendation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. IFU warns against inappropriate reprocessing with statement: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.